Event description:
It was reported that suture placement in the posteriorly calcified right common femoral artery was performed with 2 perclose devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly post procedure, after successfully advancing the knots of the pre-placed devices, there was still residual bleeding, therefore, another perclose [prostyle] was attempted for closure; however, complete hemostasis was still not achieved. Therefore, a non-abbott device was added, and hemostasis was achieved. A femoral angiogram was taken right after the tavr was completed, and an occlusion due to a backwall stitch was found. Surgery was performed to treat the occlusion and to achieve hemostasis. A delay was reported due to the surgery, however, there was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appear to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.